Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and the biosense webster inc. (Bwi) product analysis lab (pal) found the hemostatic valve dislodged. Initially it was reported that prior to the procedure, the sheath tip was observed flattened with damaged. The investigational analysis completed 4/20/2020. The device was visually inspected, and it was found sheath tip was slightly misshaped. The dilator was not returned and the hemostatic valve was found in place. A second inspection was performed and the sheath tip was found slightly bent and the hemostatic valve was observed with no visual damage. Thereafter, the smart touch catheter was introduced and no resistance or friction was felt when it was advanced through the sheath. The bent condition observed on the device coincides with the customer complaint and may have been caused by excessive force and handling applied to the device. However, this cannot be conclusively determined a manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint regarding sheath tip damaged was confirmed. The root cause of the bent tip cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and the biosense webster inc. (Bwi) product analysis lab (pal) found the hemostatic valve dislodged. Initially it was reported that prior to the procedure, the sheath tip was observed flattened with damaged. The sheath was then replaced. On the replacement sheath, the dilator could not go through the hemostatic valve because it was too tight. The sheath was then replaced with a competitors sheath and the case continued. No adverse patient consequences were reported. The initially observed obstructed dilator, damaged tip, and hemostatic valve damage has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During a second visual inspection on 3/13/2020, the hemostatic valve was observed dislodged. The observed hemostatic valve separation has been assessed as an MDR reportable malfunction. The awareness date has been reset to 3/13/2020.

Manufacturer narrative:
On 4/30/2020, during an internal review of the file, it was noticed that product investigation details between the two returned devices were inadvertently interchanged. The correct investigation details for the reportable event of hemostatic valve separation is the following:the device was visually inspected and the hemostatic valve was observed folded inside the hub, no other damages or anomalies were observed. Also, the two dilators were inspected and one of them was found kinked. During manufacturing process all the catheters are inspected for visual damages before packaging. On-line inspections are in place to prevent this type of damage from leaving the facility. The folded condition noted on the hemostatic valve and the kinked condition on the dilator are consistent with the costumer¿s reported issues and appeared to have been caused by excessive force being applied during handling to the device. However, none of this can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure, however, this cannot be conclusively determined. Additional information about the investigated device was available and inadvertently omitted. As such the following corrections are being processed in the respected fields: d11. Concomitant med. Product of ¿baylis sheath¿ was inadvertently omitted from the initial 3500a medwatch, it has now been added. D1. Brand name reported in the initial 3500a medwatch changed from 8.5f sheath with curve viz smc to carto vizigo¿ 8.5f bi-directional guiding sheath - small h4. Date of manufacture inadvertently omitted from the 3500a supplemental MDR and has now been populated as 08/28/2019 h6. Result code reported in the 3500a supplemental MDR has been changed from 180 (mechanical problem identified) to 3252 (fracture problem) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference #(B)(4).